Manufacturer narrative:
Patient's age and weight were not provided. Approximate age of device - 1 year, 6 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. The patient presented in clinic and the customer submitted the lvad system log files for review. The manufacturer¿s technical service representative for review the submitted filed dated from (B)(6) 2018 to (B)(6) 2018 and observed a no external power event. During this event the controllers internal battery supplied power to the pump as designed. Additional information has been requested but not provided.

Manufacturer narrative:
Product investigation: the mpu was not returned for evaluation and the serial number was not reported. The reported event of a no external power alarm while on mobile power unit (mpu) and a pump stop event was confirmed based on the information recorded in the provided log file. The data log file contained events recorded from (B)(6) 2018 to (B)(6) 2018. The two incidents recorded on (B)(6) 2018 where a no external power/low battery hazard alarm while the system was powered by a mpu were recorded. The voltage levels indicated that the power to the mpu was lost. The pump parameters were not affected during the incidents and the system was supported by the backup battery. The information recorded on (B)(6) 2018 at 17:12 was briefly disconnected and there was a driveline disconnect alarm. According to the additional information patient has no additional pump stops, it was determined it was an error by a staff nurse. No equipment was changed. There was no information provided regarding the no external power alarm while on mpu. The customer was notified that a new ac power cord with a locking mechanism is available and it can be acquired by contacting the clinical specialist. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.